Manufacturer narrative:
Manufacturer's ref. No: (B)(4). Literature citation:briganti f, leone g, marseglia m, chiaramonte c, solari d, caranci f, cappabianca p, maiuri f. Mechanical thrombectomy in the treatment of distal occlusions during coil embolization of ruptured intracranial aneurysms. Nmc case rep j. 2016 sep 1;3(4):115-117. Doi: 10.2176/nmccrj.cr.2016-0022. Pmid: 28664011; pmcid: pmc5386161. Device history record (DHR) review cannot be conducted because the lot number was provided by the customer.

Event description:
Literature article reviewed. Briganti f, leone g, marseglia m, chiaramonte c, solari d, caranci f, cappabianca p, maiuri f. Mechanical thrombectomy in the treatment of distal occlusions during coil embolization of ruptured intracranial aneurysms. Nmc case rep j. 2016 sep 1;3(4):115-117. Doi: 10.2176/nmccrj.cr.2016-0022. Pmid: 28664011; pmcid: pmc5386161. Objective / methods: report a case of a successful treatment with mechanical thrombectomy using a stent retriever in a patient who experienced thromboembolic occlusion of the upper post-bifurcation branch of the left middle cerebral artery (mca) during coil embolization of a small anterior communicating aneurysm. Lot, model and catalog number are not available, but the suspected cerenovus device possibly associated with reported adverse events: 6f guiding catheter ¿ envoy non-cerenovus devices that were also used in this study: microcatheter - echelon 10, stent-retriever - solitaire 3 × 20 mm, triaxial system sheath ¿ neuronmax, 0.014-inch silverspeed microwire ¿ covidien, 0.018-inch rebar microcatheter - covidien. Adverse event(s) and provided interventions: occlusion of the upper post-bifurcation branch of the left mca - intraoperative thrombolicic occlusion. Treatment: mechanical thrombectomy with a competitor stent-retriever.